Manufacturer narrative:
Qn#(B)(4). The report that the guide wire kinked during insertion was confirmed through examination of the returned sample. The guide wire had a slight bend approximately 2 cm from the bottom of the j-bend. Since the guide wire is always inserted through another component during the procedure and no other components were returned, the probable cause of this issue could not be determined. No further action will be taken. A review of the device history records for the guide wire and introducer needle did not reveal any manufacturing related issues. Corrective action not required. Probable cause could not be determined based upon the information provided and without a complete sample.

Event description:
The customer alleges that the swg (spring wire guide) was kinked during insertion. The device was replaced without issue. No patient harm reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the swg (spring wire guide) was kinked during insertion. The device was replaced without issue. No patient harm reported.